Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. As soon as we have the sample on hand we will start with the investigation. The root cause of this event cannot be determined at the moment.